Event description:
It was reported that during routine generator replacement surgery, that when the surgeon connected the new pulse generator to the existing implanted lead and a system diagnostic test was performed, high lead impedance resulted. The explanted lead was returned to manufacturer, where analysis is underway. The explanted generator serial number is unk, and therefore review of available programming and diagnostic for the device is not possible at this time. In addition, good faith attempts to obtain additional information from the surgeon and the treating physician are underway; however, no additional information had been received to date.